Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for low battery after 3 days only, on two separate occasions. The batteries were not previously used, the backlight was not used frequently, and no excessive rewinding or button pressing was performed. It was advised to clean the battery compartment and battery cap and the customer was sent a new battery cap. The blood glucose reading was 400 mg/dl.